Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The patient is a male of unknown age with a history of smoking, hypertension, and high cholesterol. The patient presented at a clinic with an elevated cardiac calcium score. The physician recommended the patient undergo a coronary angiogram, which was scheduled 5 days later. During the angiogram, it was noted that the patient had significant coronary artery disease at the mid left anterior descending artery (lad) and mid circumflex artery (cfx) with significant stenosis. The patient also had moderate diffuse coronary artery disease in the right coronary artery. According to the findings, the patient was scheduled for stent implantations at the mid lad and mid cfx. Multiple stents were placed in the proximal to mid lad and 1 stent was placed in the mid to distal cfx. During the procedure, the patient suffered small infarctions in the small vessels associated with the larger vessels receiving the stents. Those infarctions resulted in heart muscle damage and chest pains post operatively. The patient was kept overnight for observation. In the morning, the patient's ECG showed cardiac abnormalities and his cardiac enzymes were elevated indicating a myocardial infarction. Due to this complication the patient was taken back for a re-pci. During the second procedure the physicians noted that the stent in the circumflex artery was 40% underexpanded. While attempting to correct the issue, the patient's circumflex artery was ruptured which caused pericardial tamponade. Another physician had to perform and emergent pericardial window to relieve tamponade. A coronary artery bypass going from the aorta to the circumflex artery using a saphenous graph vein was conducted. It was later determined that the stent had fractured and the stent fracture caused the rupture of the artery. Following the bypass procedure, the patient was transferred to intensive care unit and was eventually discharged ten days later.